Manufacturer narrative:
Investigation revealed that there was no system malfunction. The investigation of the case logs revealed for the misplaced implant there was a shift in the merge for the registration accepted by the user. A registration with a shift that is accepted by the user can result in the misplacement of implants. The user re-planned and replaced the implant with the system. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.